Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Reason for reoperation: capsular contracture baker grade unknown, "cyst and scar," a "lump" that can be felt, and fluid in breasts. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left-side capsular contracture baker grade unknown, "cyst and scar," a "lump" that can be felt, and fluid in breasts. Device remains implanted.